Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the distal left anterior descending artery (lad) with moderate calcification. The voyager nc balloon was intended to be used for post-dilatation. The balloon ruptured at the 6 atmospheres (atm). No resistance was encountered during advancement to the lesion. It was exchanged for another device and the procedure was finished successfully. There were no adverse patient effects. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed. However, tears in the shaft were observed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.